Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called philips reporting the device¿s ECG wave forms are not functioning. There was no patient involvement.